Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that one wheel rim is cracked and the charger port is broken.